Manufacturer narrative:
A ge service rep performed an on-site investigation. A filament calibration was performed, the mainframe circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a "kv on in error" error message and they had to reboot the system. This error will likely cause the system to shut down uncommanded. There is no report of pt injury.